Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cells were mismatched. Additionally, upon evaluation, the nickel busbar tabs at the p1, p2, p3, and p4 pad were loose. The cause of the non-functional battery pack is the loose busbar and the mismatched cells. The root cause of the loose busbar cannot be positively identified. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.